Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. A field service engineer was dispatched on 12/8/2016. The fse replaced check valves and performed flat rate. After pm (preventative maintenance) rention time is nomal at .59 pressure 12 mpa . No phv3 or hbe suspected .cal (calibration) and controls ran succesful. No further action required by field service. The most probable cause of the reported event was pump unit fault or failure of inlet check valves.

Event description:
On (B)(6) 2016 a customer reported hbe suspected with their g8 analyzer. The customer adjusted the flow rate and while checking the connections, they found liquid on the counter. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.